Event description:
No aspiration / circulation the suction tubing irrigated the joint instead of suction it. They used another device ref #284509. Waste of time 15 minutes. No consequences to the patient - another like device was used.

Manufacturer narrative:
185 days have passed since this issue has been reported to mitek, and to date, despite many outreaches for clarity and detailed information, nothing more than what was originally received has been forthcoming. The event narrative states that: ¿no aspiration / circulation the suction tubing irrigated the joint instead of suction it. No consequences to the patient¿; the narrative is vague and confusing the complaint tubing has been received and visually evaluated by the fms team engineers, and cannot see any damage, discrepancies, and or anomalies. We are not sure what has happened; actually, we do not know what has happened; however, in the spirit of conservatory, at this point in time, january 23, 2014, we feel that there is a slight possibility that something may have happened, and so we are filing a report to document the event. No further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.